Manufacturer narrative:
(B)(4).

Event description:
It was reported the hand control motor drive unit overheated. It happened during the case. A backup device was available and was used to finish the procedure. There was no delay and no injuries.

Manufacturer narrative:
Device investigation narrative -a functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.